Manufacturer narrative:
(B)(6).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and the numbers keep scrolling. The blood glucose reading is 200 mg/dl. Nothing further reported.